Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not mirror image, and there was no audio alarm. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not mirror image, and there was no audio alarm. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.

Event description:
It was reported to philips that the device does not mirror image, and there was no audio alarm. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.